Event description:
It was reported there was a general inaccuracy with the spinemask during a navigation procedure. The sales representative observed this during a procedure. No adverse consequences were reported or clinically signification delays were associated with this event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported there was a general inaccuracy with the spinemask during a navigation procedure. The sales representative observed this during a procedure. No adverse consequences were reported or clinically signification delays were associated with this event.